Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the tip of the drive feature as well as a sliver of the threading at the tip of the device were fractured off. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left highridge control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a hospital returned a polaris 5.5 inserter whose tip has fractured off. The hospital did not provide any patient or surgical information with the returned device.

Event description:
It was reported that a hospital returned a polaris 5.5 inserter whose tip has fractured off. The hospital did not provide any patient or surgical information with the returned device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.